Manufacturer narrative:
E1: facility name "(B)(6) hospital, bts, block d basement" one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that the device had damage downstream seal. There was no patient involvement.